Event description:
Received a copy of the customer's maude database report from FDA which states, "patient states there is air in her IV-line, patient had orencia infusing at 200ml/hr, infusion was complete but pump did not alarm, air almost reached the patient port. FDA safety report ID# (B)(4)."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's maude database report from FDA which states, "patient states there is air in her IV-line, patient had orencia infusing at 200ml/hr, infusion was complete but pump did not alarm, air almost reached the patient port. FDA safety report ID# (B)(4)."